Manufacturer narrative:
The evoke scs system was discarded. Without device return, it is not possible to reach a definitive root cause for the reported event. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿inadequate pain relief following system implantation.¿

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The evoke scs system was explanted.